Event description:
During the implant surgery of a pulmonary valve allograft in 2004, the or staff obtained a sample of the tissue for culturing (pre-implant culture). The next day, the laboratory reported microbiology results of methicillin-resistant staphylococcus aureus (mrsa) for the pre-implant culture. The patient was placed on a six-week regimen of prophylactic antibiotics. No symptoms of infection were noted at any point during the patient's clinical course.